Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reports that following intraocular lens (iol) implant procedure her near vision was not corrected. This is affecting her ability to read the newspaper and she is unable to see at near without reading glasses. At the consumer's request, the surgeon was not contacted.